Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a falsely elevated cardiac troponin I (tni) result obtained on a dimension exl with lm instrument. Siemens headquarters support center (hsc) completed the investigation of the event. No instrument data is available for review due to the age of the issue when siemens hsc was informed of the event by the customer. A review of the service history with the customer does not show a service event indicating an issue with the system. No evidence of an instrument or tni assay non-conformance can be seen with the limited data available. The customer is operational. The cause of the event in is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient serum sample on a dimension exl with lm instrument. The discordant result was reported to the physician. The same sample was reprocessed the same day on an alternate dimension instrument, a lower correct result was obtained and a corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.